Event description:
It was reported that, "temporary fixation pin broke while in pts bone. Surgeon had to drill around pin enough to grab it with a needle holder and pull it out."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.